Event description:
The patient underwent pump exchange on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was returned with the driveline cut approximately 2.5¿ from the pump housing and the distal end was not returned. The sealed inflow conduit was returned unattached from the inlet port. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a non-laminated deposition situated adjacent to the outlet bearing ball. The lack of laminated layering suggests that the deposition did not form within the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the lack of evidence of circumferential contact marks on the outlet bearing cup suggest that the deposition was not present in the outlet stator for an extended period of time while in operation. The deposition found in the device could have contributed to the reported elevated ldh. The submitted log file contained approximately 11.5 hours of data, spanning from 15jun2020 20:00:20 through 16jun2020 07:26:55, which captured three low flow events where the calculated average flow was captured at 2.4 lpm. Per design, when the average flow value is calculated at less than 2.5lpm, a low flow status is posted to the log file. Despite these alarms, the pump appeared to function as expected at the set speed of 9400 rpms. A specific cause could not be conclusively determined through this evaluation. The next submitted log file contained approximately 6 hours of data, spanning from 19jun2020 07:45:20 through 19jun2020 13:52:35, which captured thirteen low flow events where the calculated average flow was captured at 2.4 lpm. Per design, when the average flow value is calculated at less than 2.5lpm, a low flow status is posted to the log file. Despite these alarms, the pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. A specific cause could not be conclusively determined through this evaluation. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for the (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2015. The heartmate ii lvas IFU rev. C and heartmate ii lvas patient handbook rev. C are currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. Heartmate ii lvas IFU, rev. C, section 4 entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 6 entitled ¿patient care and management¿ outlines the pump parameters and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient is inpatient for elevated lactate dehydrogenase with concern for possible thrombosis. The patient had flow drops with speed drops when holding breath or yawning. Log file analysis showed multiple pulsatility index events. Three low flow events on (B)(6) 2020 and (B)(6) 2020 were also noted . There were no other unusual events noted. Patient underwent pump exchange (B)(6) 2020 due to suspected pump thrombosis. Vad-16827 will be returned for evaluation.